Event description:
During an implant procedure, the sensing and capture values were not stable on the right ventricular lead. The lead was not implanted and a new lead was implanted to resolve the event. The patient was stable with no adverse consequences reported.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray inspections found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported events of unacceptable threshold and sensing anomaly were not confirmed.